Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
Boston scientific crm received information that this patient, with cardiac sarcoidosis, experienced a small pericardial effusion following the cardiac resynchronization therapy pacemaker (crt-p) implant procedure. The implant was successfully completed without further surgical intervention and there were no reported issues with the device operation. The next day during the post-operative check, it was reported that the patient experienced breathlessness overnight but has since recovered. The effusion was verified by an echocardiogram, notable pressure drop, and rhythm acceleration. A suspect lead perforation may have attributed to the cause of the pericardial effusion, although it could not be isolated to a particular lead. An x-ray did not show any certainty that a perforation occurred. Final system diagnostics revealed solid numbers without anomaly. The patient was discharged a few days later.